Event description:
It was reported that canula fell of due to shower due to tape not sticking properly on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2. (B)(6). Based on the available information, this event is deemed to be reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.